Event description:
It was reported that the patient recently went to a new group home and that the home was unaware of the patient's vns system. The nurse at the group home indicated that upon arriving at the group home it was reported to the home that the patient may have a seizure once every 6 months. The nurse indicated that it was not reported what kind of seizures the patient experiences so they did not know what to expect. The nurse reported that a change was noted in the patient's condition two days prior and the patient was taken to the emergency room. While in the emergency room a tia or stroke were ruled out and the patient was referred to see a neurologist. The patient was seen by a neurologist the following day at which time it was reported that the patient's generator was unable to be communicated with. It is unknown whether the "change" that was seen in the patient was a seizure and whether this was a change in the patient's normal seizure behavior. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Clinic notes from office visit with neurologist on (B)(6) 2013 were received which noted that the patient was hospitalized on (B)(6) 2013 with critical tegretol levels of 14.2 and that the tegretol dose was lowered. The notes indicate that the patient has been with the group home since (B)(6) 2012 and that she has not experienced any seizures while in their care. The notes indicate that the vns was interrogated and that the magnet was found to be programmed off and that the magnet was programmed to 0.50ma. The notes indicate that the group home was given magnet instructions on the use.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.